Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to reposition the lead (reference MFR. Report: 1627487-2017-04182) and the ipg. The ipg was relocated to an area that receives less tension on the lead. Therapy has resumed and issue has been resolved.